Event description:
Baxter reported minicaps falling off. The pt developed peritonitis, was treated with antibiotics and recovered per the international affiliate. No further details are available.

Event description:
Baxter reported that a minicap had fallen off a transfer set. The event had happened between late october and early november but the exact date is unknown. The pt developed peritonitis, was treated with antibiotics and recovered per the international affiliate. No further info on relative tests or laboratory data, hosp duration (if any), or details of treatment is available per the internat'l affiliate.